Event description:
Patient reports that his ipg would not communicate with the charger. A replacement charger did not resolve the issue. It was noted the programmer communicates with the ipg and it has been 1.5 months since the ipg was successfully charged. Follow up info identified the issue was determined to be with the ipg. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.